Event description:
The incident with dr's patient occurred in 2006. Procedure was a surgical abdominal plasty, lipo, and bilateral breast augmentation. Pt. Admitted on 1/2006 @7:12am into or 9:26am with active care leg device on throughout procedure and hospital stay. She was discharged that afternoon at 15:55. Pt was preparing to dress to leave. This patient complication stated by dr. Was a p.e. And was re hospitalized. No death, no known other facts". "Account clinical director, cynthia miranda, stated that doctor alleged that a patient utilized an active car dvt while at the hospital. Doctor kinsley then alleged that the patient expired in her home, 7 days after being released from the hospital. Doctor alleged that the active care dvt contributed to the patient expiring".